Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump alarmed a33 during basic occlusion test due to loose protruded drive support disk and partially detached end cap. Unable to perform prime/a33 alarm test due to a33 alarms during basic occlusion test. The insulin pump has an intermittent motor error alarm during rewind due to oily motor home switch and motor slide rubber pad. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, missing end cap sticker, broken belt clip slot and cracked case near display window corners noted during visual inspection.

Event description:
It was reported that insulin was squirting out of the insulin pump during the prime process. The insulin pump piston continue to move forward after reservoir contact no numbers appeared on the screen of the device and no beeps were heard. The customer had tried different sets. The insulin pump was not bumped or dropped, and there was no water contact. The customer's blood glucose was 149 mg/dl. Nothing further was reported.